Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. The philips field service engineer (fse) visited the site and inspected the pdu fan tray and dcps. During the inspection, it was found that fuse f4 was damaged and one of the dc power supply boards was faulty. The fse replaced the pdu fan tray and dcps, and the faulty components were returned to philips for further analysis. The analysis confirmed the malfunction of both the pdu fan tray and dcps. Following the replacement of these components, the system was restored and returned to service in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.